Manufacturer narrative:
A ge representative evaluated the system and found the camera to be defective. Ge rep ordered new camera, customer will replace the camera. This MDR is related to ge healthcare (B)(4).

Event description:
The customer reported the system is not displaying an image. No pt injury was reported.